Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack and x-ray tube fan were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system had a precharge error message and the x-ray tube fan was noisy. No pt injury was reported.